Event description:
The account alleged that when they engaged the brake steer pedal into brake mode the brake casters did not hold. No injury reported.

Manufacturer narrative:
The account replaced the brake cam pivot to resolve this issue.